Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary the lead-pulling sensation and vocal cord paralysis is related to the presence of the device and is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient had her lead explanted due the lead pulling on the nerve and causing some vocal cord issues. The surgeon reported that he could see the lead pulling on the vagus nerve due to inadequate strain relief. After removing the lead, he stated this pulling had been resolved; after surgery, the patient's vocal cord problems had already improved and she was talking better. The patient had previously reported lead pulling sensations in the past due to a migration event. See MFR. Report #1644487-2017-03181. It is unclear if these events are related. No further relevant information has been received to date.